Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported "asymmetry on the right¿, ¿intraoperatively there was a rupture of the right implant¿, ¿signs of their intracapsular rupture on both sides¿, and ¿there are multiple curved lines in the lumen¿, ¿skin thickness 1.9mm¿ ¿structure: mixed with predominance of glandular tissue, type of structure: reproductive, corresponds to the phase of the cycle¿, ¿the glandular layer is 9-14mm thick, echogenicity is normal. The implant border is clear, even without echo defects." The right side device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "asymmetry on the right¿, ¿intraoperatively there was a rupture of the right implant¿, ¿signs of their intracapsular rupture on both sides¿, and ¿there are multiple curved lines in the lumen¿, ¿skin thickness 1.9mm¿ ¿structure: mixed with predominance of glandular tissue, type of structure: reproductive, corresponds to the phase of the cycle¿, ¿the glandular layer is 9-14mm thick, echogenicity is normal. The implant border is clear, even without echo defects." The right side device has been explanted.